Event description:
It was reported that the pta balloon could not be removed from the lesion. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.